Event description:
During interventional cath procedure, stent deployed in coronary artery. After inflating balloon, we were unable to retrieve catheter. Additional attempts to retrieve were unsuccessful. Patient was sent for emergent coronary artery bypass surgery where stent and balloon were successfully removed.